Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were ambulance to emergency room and hospitalized due to low blood glucose level and seizure on april 24, 2021. Customer blood glucose was 51 mg/dl arrived to the hospital. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer received change sensor alert and calibration not accepted alert. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.